Manufacturer narrative:
Additional information was requested. As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
In a journal article it was reported that a patient was implanted with a wagner stem (catalogue number unknown) on an unknown date. The patient required scar revision on unknown date. (Journal article: nonmodular tapered fluted titanium stems osseointegrate reliably at short term in revision thas; nemandra a. Sandiford mbbs, msc, frcs(tr&rth), donald s. Garbuz md, mhsc, frcs(c), bassam a. Masri md, frcs(c), clive p. Duncan mb, msc, frcs(c); clin orthop relat res (2017) 475:186¿192).

Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number was available. Review of event description (event details, per): it was reported in the journal article a patient required scar revision after wagner sl implantation. The patient had a wagner sl stem implanted and one of following acetabular components: trilogy acetabular components (31 cases) trabecular metal modular cups (67 cases), unknown (six cases). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: the complaint arise from a journal article: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. It is only known that a patient required scar revision. The other components implanted are unknown and it is also unknown if the implant contributed to the reported event and if yes to which extent. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in dfmea. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).